Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a catheter tip detachment occurred. The 80% stenosed lesion was located in the mildly calcified and non-tortuous anterior tibial artery. The physician advanced the 2mm x 40mm x 145cm sterling es balloon catheter inside the non-bsc support catheter. When the physician removed the sterling es balloon catheter, it was noted that 1cm of the distal tip was missing. The physician removed the support catheter and the 1cm detached tip of the sterling balloon catheter was found inside the support catheter. A different balloon catheter and the same non-bsc support catheter were used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received with a 3-way touhy-borst device attached to the hub. A visual inspection of the device revealed dried and partially dried blood on the exposed surfaces of the device. A complete separation of the inner and outer shaft was located 1cm distal to the wire exit notch. The fractured ends of the outer shaft showed evidence of tensile deformation. A slit in the outer shaft extended from the wire exit notch to the proximal fracture surface and the outer shaft material on both sides of the slit was wrinkled. The shaft was damaged near the distal fracture surface. A 2.9cm length of the core wire extended from the proximal fracture surface. A kink in the exposed length of the core wire 1.5cm from the proximal fracture surface was noted. The mid-shaft was kinked 3.2 and 4.1cm from the proximal fracture surface. The balloon was tightly folded and the distal tip was damaged. The reported tip separation was not confirmed, however, a complete shaft separation was noted near the mid-shaft of the catheter. A microscopic inspection presented no evidence of material or manufacturing deficiencies contributing to the complaint event or the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).